Manufacturer narrative:
PMA/510k#: p100022/s014. This file was opened to capture the user error of the use of a smaller than required wire guide size used with the replacement device. This file is related to pr 418654. Device evaluation: the device evaluation could not be completed as the zisv6-35-125-8.0-80-ptx device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for lot number c2017746 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: there is evidence to suggest that the customer did not follow the label. The information in the file states that a 0.014" wire guide was used in the replacement device. The japanese packaging insert, c-ci1502m02 rev 002, for this device states ¿to ensure adequate support of the system, introduce a 0.89mm (0.035 inch) guide wire through the sheath across the distal segment of the target lesion.¿ image review: an image was not returned for evaluation. Root cause analysis: investigation findings conclude a definitive root cause of user error can be attributed to the use of a smaller than required wire guide size with the device. The complaint information states that a 0.014" wire guide was used, the japanese packaging insert for this device states that a 0.035-inch wire guide is to be used with this device. It was initially reported that a 14fr wire guide was used, however clarification was requested from the originator on the wire guide size used and the user confirmed that a 0.014" wire guide was used. User /use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: for all complaints a recommended action will be to continue to monitor for similar events. Summary of investigation: this file was opened to capture the user error of the use of a smaller than required wire guide size used with the replacement device. Confirmed quantity of 01 device used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A definitive root cause for this complaint can be attributed to user error, an incorrect sized wire guide was used in the replacement device.

Event description:
The occlusive lesion was penetrated using a 14 fr guide wire (details unknown), and the lesion was opened using balloon and jet stream. After performing balloon again, a large dissection was observed near the entrance, so the guide wire was replaced (terumo/radifocus 35) and zisv6-35-125-8.0-80-ptx was advanced along the guide wire. It got stuck on the way and the entire system had to remove. (B)(4) the guide wire was replaced to 14fr guide wire and zisv6-35-125-8.0-120-ptx was placed (B)(6), and the procedure was completed without any problems. This file will capture user error of incorrect size wire guide used in replacement device patient outcome: no health hazard. User's comment: it may not be very compatible with radifocus. [Additional information] 1 for complaints observed during device preparation, ask: 1-1 was the package damaged? No 1-2 how was the device stored? It was stored vertically. 4 prefix ziv6-ptx/zisv6-ptx: 4-1 are images of the device of procedure available? No image available 4-2 was the approach ipsilateral or contralateral? Contralateral 4-3 if contralateral, was the bifurcation angle tight? No 4-4 was pre-dilation performed ahead of placement of the stent? Yes 4-5 was post-dilation performed after the placement of the stent? 4-6 details of the wire guide used (name, diameter, hyrdophyllic)? Terumo/radifocus35 hydrophilia 4-7 details of access sheath used (name, fr size, length)? Parent cross 6fr 43cm 4-8 was the device flushed before the procedure, as per IFU yes 4-9 what was the target location for the stent? Near the sfa entrance 4-10 was the patient's anatomy tortuous or calcified? (Tortuosity:no calification:yes) 4-11 was resistance encountered when advancing the wire guide or delivery system to the target location? Yes 4-12 how did the physician deal with this resistance? The guide wire and ptx were completely removed because the guide wire got stuck. 4-13 did the stent delivery system cross the target location? No 10 difficulty advancing over the wire guide: 10-1 details of the wire guide used (diameter, hydrophyllic, make)? Terumo/radifocus35 hydrophilia 10-2 was the stent device flushed through the flushing port(s) before the procedure, as per IFU? Yes 10-3 was the patient¿s lesion heavily calcified / anatomy tortuous? (Tortuosity:no calification:yes) 13 wire guide stuck / difficult to remove 13-1 was the stent device flushed through the flushing port before the procedure, as per IFU? Yes 13-2 how long was the procedure (from advancing delivery system to the moment when the user attempted to remove the device)? Within 5 minites. 13-3 details of the wire guide used (diameter, hydrophyllic, make)? Terumo/radifocus35 hydrophilia 13-4 was the patient anatomy severely calcified or tortuous? (Tortuosity:no calification:yes) 13-5 was resistance encountered when advancing the wire guide or delivery system to the target location? Yes 13-6 how did the physician deal with this resistance? The guide wire and ptx were completely removed because the guide wire got stuck. 13-7 was any damage noted on the wire guide before, during or after the procedure? No 13-8 what was the target location for the stent? Near the sfa entrance.